Event description:
It was reported that the remote alert of a mechanical heavy shock to the detector. The device was outside of clinical use and there was no harm to patient or user.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x indicating that the remote alert of a mechanical heavy shock to the detector. The device was not in clinical use and there was no harm to patient or user. The remote service engineer (rse) performed an analysis and concluded that the detector had been dropped due to mishandling during a tabletop examination, from a height of approximately two feet from tabletop to ground. Mechanical shocks were registered in the detector's shock log. Homogeneous images had been taken with the detector, and no visible artifacts were present at that time, indicating that there was no impact on image quality. The system was functioning properly and was returned to clinical use. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).